Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg revision procedure.